Event description:
It was reported that the patient stopped getting "normal" therapy stimulation and coverage about a week prior to the report, for an unknown reason. The patient had less than 50% therapy relief. Impedance testing revealed impedances different than at last appointment on (B)(6) 2013. Electrodes 0, 1, 4 were greater than 3600 ohms. Electrode pair 2/3 was less than 70 ohms. Electrode pair 2/5 was less than 70 ohms. Electrode pair 3/5 was also less than 70 ohms. The physician used fluoroscopy to check the system. The pictures would be reviewed and a plan of action would be determined at a later date. The device was reprogrammed. The patient stated there were no falls or issues. The patients status was alive with no injury. It was further stated that the fluoroscopy showed that the lead had migrated inferiorly. The physician was planning a lead revision, but the specific date was unknown. The physician did not plan to explant the current lead. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).